Event description:
Customer reported having experienced a high blood glucose event earlier in the day with the level displayed as "high," although the specific value was unknown. Cause was not known. To address the issue, the customer administered a correction bolus using the pump and multiple daily injections (mdi). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.